Manufacturer narrative:
Investigation summary: evaluation statement. It was reported that tubing came apart from luer lock device from distal part of tubing when rn was hooking up patient's maintenance IV. Received from the customer was one used set model 2426-0500 lot 20053462 (with its packaging pouch). During visual inspection, it was noted that the tubing p/n tc10012940 was completely separated from the distal male luer p/n 600117 inlet port. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the tubing p/n tc10012940. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (tubing to male luer). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. Device history record for model 2426-0500 lot 20053462 shows that the set was manufactured on 25 may 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement performed on 17-sep-20). Ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Root cause analysis: the customer¿s report that the tubing set separated was confirmed upon visual inspection. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Investigation conclusion: the customer¿s report that the tubing set separated was confirmed upon visual inspection. No functional testing of the returned set was deemed unnecessary due to a separation. Visual inspection, observed that the tubing p/n tc10012940 was completely separated from the distal male luer p/n 600117 inlet port. Inspection under microscope observed insufficient solvent on the tubing. The tubing was found to be within specification. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA (B)(4)). Although the corrective actions were implemented prior to the manufacturing of this lot 20053462, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material: 2426-0500; batch no: 20053462. It was reported that tubing came apart from luer lock device from distal part of tubing when rn was hooking up patient's maintenance IV.